Manufacturer narrative:
Device: tsfb-35-200-uchida-031584-sgh-bh. Investigation - evaluation a review of the complaint history, device history record, documentation, quality control and visual inspection of the returned device was conducted during the investigation. Visual inspection of the bentson straight heparin coated fixed core wire guide noted that the distal tip of the coil was kinked at approximately 1mm in length. The weld connection and welded ball was confirmed to be intact. Further inspection revealed that the wire had kinks in the shaft from the distal tip at 37 centimeters (cm), 113.5cm and 185.6cm. Due to the severe damage of the wire guide we were not able to obtain an accurate measurement of the overall length. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation the user's handling and use of the device may have contributed to the reported event. The most likely root cause may be related to operational or environmental context. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Catalog number: tsfb-35-200-uchida-031584-sgh-bh. Device name: bentson straight heparin coated fixed core wire guide. (B)(4). The event is currently under investigation. Reportedly the device will be returned.

Event description:
It was reported during a stent graft placement procedure the physician felt something wrong during use of the device and found that the wire guide tip was nearly separating. The wire guide was replaced with another to complete the placement. There have been no adverse effects to the patient reported. No additional information was available at the time of this report.